Manufacturer narrative:
Investigation is pending.

Event description:
The caller/end user alleged a low inr on the (B)(6) 2015 inratio testing even though there was no change to her warfarin dose after the (B)(6) 2015 result. Results are as follows: (B)(6). Reportedly, the caller added multiple drops of blood to the testing strip in addition to touching the finger to the sample well when she performed the (B)(6) 2015 inratio test. These are considered to be improper techniques when performing the inratio test. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Customer's therapeutic range. Investigation/conclusion: the customer did not provide a laboratory reference value for comparison. The accuracy of the customer's result could not be determined without additional information. It is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot 376826a was performed. In-house testing on the strip lot met criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. Although improper techniques were identified in the complaint, a root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
Corection: the customer's therapeutic range was 2.0 - 3.0.